Event description:
It was reported a suspicion that the pump was programmed incorrectly. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis. Visual inspection showed all labels were still intact with the dso seal worn. As a result of checking the log, no problem was found with the programmed delivery. The investigation found the reported issue could not be confirmed. The device delivered exactly what was set. Investigation found no issues with the device delivering. Based on evidence and investigation, the complaint allegation was unable to be determined. No further action will be taken.